Event description:
The customer reported that the battery can't discharge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery can't discharge. There was no report of pt involvement. Philips evaluated the unit and verified the failure. Replacing the battery resolved the failure.